Manufacturer narrative:
The device was received for evaluation. During functional testing, a system error 345 alarm was not reproduced and a review of the thermistor sensor readings were within the calibrated specification. A review of the event history log revealed 'system error 345' messages. A service history review revealed that the device has been serviced for the same issue within the last 12 months. The ultrasonic sensor was replaced during prior service and all service actions completed and therefore there is no indication that servicing caused or contributed to the reported event. The reported condition was verified however no cause was identified. The ultrasonic sensor requires replacement per the servicing procedure. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). This occurred upon power up. There was no patient involvement. No additional information is available.